Manufacturer narrative:
A ge service rep performed an on site investigation. A power supply was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system had an intermittent problem with the tables vertical movement. There was no reported pt involvement.